Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected to return for in-house eval. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure, the aspiration function was not working correctly. The system was changed to complete the surgery. There was no pt harm reported. Add'l info has been requested.